Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a failed battery test from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump was having issues with low battery alert. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer stated that they did not try a battery from a fresh package. The customer was advised to clean the battery cap with a dry cotton swab. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.